Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the distal healicoil anchor was broken when passing the suture through the anchor. It is unknown how the procedure was completed. No delay nor further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor was returned off the insertion tool. The distal anchor is fractured at the bottom on one side. The separated piece is still inside the insertion tube. The distal plug is in place on the inner insertion rod. The proximal body anchor is in place on the outer insertion rod. A functional evaluation showed the orange deployment knob advanced the proximal body on the insertion rod. The black deployment knob advanced the distal plug/rod. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force during manipulation of the sutures. No containment or corrective actions are recommended at this time.